Event description:
It was reported that there was a b0001 (battery fault) alarm on the battery charger, and the batteries were replaced. Related MFR: 2916596-2022-15025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery not charging was able to be confirmed. The 14v li-ion battery (serial number: (B)(4) was returned for analysis and was functionally tested did not pass initial testing. The battery as connected to a mock loop and was able to operate a pump with no alarms active. The battery was inserted into a test universal battery charger (ubc) and was not accepted for charge and a b0001 error code coincident with smbus fault was active. The battery was cut open and underwent circuit analysis. During evaluation, the solder on pin 28 of the integrated circuit (ic) u1 was found to be broken causing a break in the circuit. This pin corresponds to the smbc line in the circuit which caused the alarms. The pin was resoldered, and the battery was able to function as intended. The battery underwent retesting following the repair and passed. The battery was inserted into a 14v battery clip along with the other returned 14v battery (serial number: (B)(4) in order to support of a mock loop. The battery was manipulated while inside the clip with no alarms active. The reported event of charging issues was determined to be caused by loose pins on the ic; however, the root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the 14v li-ion battery (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ubc instructions for use section 5 entitled ¿responding to advisory messages¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.